Event description:
According to available information, this device required replacement due to a hole. The pump was not inflating the cylinders and a visible hole was noted in the cylinder when pumping saline through. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, reservoir, and detached connector / tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A group of partial separations, surrounded by abrasion, were noted on the longer exhaust tube of the pump. These were not sites of leakage. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 1. No functional abnormalities were noted with either cylinder 1 or cylinder 2. A separation was noted on the bladder of the reservoir. This is a site of leakage. The separation surfaces appear to have varying degrees of degradation. Abrasion was noted on the detached connector tubing. No functional abnormalities were noted with the detached connector tubing. Based on examination of the returned product, a separation was observed on the bladder of the reservoir but not on any of the cylinders. The separation surfaces appear to have varying degrees of degradation. These components were released according to manufacturing and quality control procedures. Material degradation occurred and progressed enough to cause mechanical failure to take place on the cylinder 2 bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.